Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our MFR in (B)(6), to submit this event that happened in (B)(6). Problem: the pt had a mr exam. The pt was scanned with a combination of sense nv coil and sense spine coil with head first position. Immediately after the exam second degree burns of a 10 cm blister were found on the side of the hand and the upper thigh of the pt.